Event description:
It was reported that the ventricular assist device (vad) patient outflow graft (ofg) was found to have some kinking that required angioplasty and stents to be placed within the entire left ventricular assist device outflow tract. The patient experienced shortness of breath (sob), stenosis, morbid obesity, and congestive heart failure. The ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765, lead, implanted: (B)(6) 2011. 5076-52, lead. Implanted: (B)(6) 2011, 1103 vad implanted: (B)(6) 2013. UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for completion of the investigation. Product event summary: the outflow graft (lot 0001610581r01) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. The reported outflow graft kinking event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.